Manufacturer narrative:
Block h2 (additional information): block b1 adverse event/product problem, b2 outcomes attribute to adv event, block b5 describe event or problem, and block h6 (patient codes and impact codes) have been updated based on the additional information received on may 20, 2024. Block h6: imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, it was reported that the clip could not be separated from the device, and the clip finally fractured when removed with the device. Prolonged the procedure time and increased the risk of procedure. The patient had grievous injury and bleeding. The procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 20, 2024: it was clarified that there was no serious injury.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, it was reported that the clip could not be separated from the device, and the clip finally fractured when removed with the device. Prolonged the procedure time and increased the risk of procedure. The patient had grievous injury and bleeding. The procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f1908 captures the reportable event of prolonged surgery. Imdrf impact code f12 captures the reportable event of serious injury. Imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter.